Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. A 2.75 x 12 synergy drug-eluting stent was advanced for treatment. However, the proximal shaft fractured inside the patient's body. No patient complications or patient injuries were reported.